Manufacturer narrative:
Additional information was requested to determine if the speaker was able to produce sound at time of the audio error message. Information was received indicating that this information was unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the machine was showing an audio error and speaker malfunction. The device was not in clinical use at the time the issue was discovered; there was no adverse event or harm reported. An authorized philips field service engineer (fse) found that the device had bad speaker. The fse replaced speaker with new one, cleared patient data to get alarm to clear; audio works correctly and alarm no longer present. The device is back in use. It is unclear if the speaker was able to produce sound at the time of this report.